Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
During a right arm open thrombectomy procedure on a (B)(6) female patient, the long insertable portion of the sheath broke off inside the patients right upper arm. During this same procedure, the physician was able to remove the broken portion; therefore, no additional interventions were required. No type of snare was used to remove this broken portion. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation of events: no product was returned to assist in the investigation. A complete review of complaint history, device history records, instructions for use (IFU), and quality control (qc) procedures was conducted. The device history record was reviewed, and there have been no additional complaints received under this lot. Per qc, inspection for ansel flexor check-flo introducer is inspected to confirm the product is manufactured within specifications. The IFU is included in the ansel flexor check-flo introducer sets and lists instructions for removal of the sheath including, "withdraw the sheath and dilator as a unit." Also, the warning states, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Without the returned complaint device or additional information, the root cause could not be definitively determined. The appropriate personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
During a right arm open thrombectomy procedure on a (B)(6) year old female patient, the long insertable portion of the sheath broke off inside the patients right upper arm. During this same procedure, the physician was able to remove the broken portion; therefore, no additional interventions were required. No type of snare was used to remove this broken portion. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects nor experience any adverse effects due to this occurrence.